Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the customer found the foreign material like a hair in unopened new sterilized package of 80-1189 on (B)(6) 2017. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital reported.

Manufacturer narrative:
The product is manually placed in a sealer. The operation is performed in a iso class 8 cleanroom. The requirements for this environment include a hair-net and gown with long sleeves. The hair contaminating the product appears to be the type which would be contained by the hairnet. The complaint was reviewed with the responsible operators to raise awareness of the issue and to gather any ideas for improvement. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.